Event description:
During an arthroscopic labral repair procedure, the physician was utilizing a speedstitch suturing device and two different suture cartridges (catalog number unk). The physician reported the suture cartridges were pushing out of the handle each time the needle was deployed. The cartridges were pulled out of the cannula and the procedure was completed using a competitors suture lasso product. No pt injuries were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received. Reference manufacturer reports: 9019871-2012-00255 and 9019871-2012-00256. The specific catalog number and lot number of the above-reference device was not available; therefore, no manufacturing or expiration date can be provided.